Event description:
The customer reported that with the ventilator pressure set to 20cmh2o the display fluctuates between 17 and 23. The device works properly when connected to the test lung. Upon connecting the ventilator to the patient the expiratory and inspiratory pressures were not constant. The ventilator did alarm during the event.

Manufacturer narrative:
The manufacturer is working with the distributor to obtain additional information regarding the event and to determine the cause of the reported failure. Upon receipt of additional information and/or determination as to the cause of the reported failure, a follow-up medical device report will be submitted.